Event description:
An issue was reported where the blood glucose level displayed as "high," but a specific value was unknown. Cause was not known. The customer addressed the high level by administering a correction bolus via the pump and followed instructions to inspect and possibly replace the infusion set and tubing as necessary. No issues were found with the cannula, needle, or t:lock connection, and insulin drops were observed at the end of the tubing. Cts confirmed proper insulin storage and use, and instructed the caller to resume insulin delivery with replaced supplies.